Event description:
IV tubing disconnection reported. Pt was receiving an unspecified IV fluid at 60cc/hr per IV tubing. The tubing became unattached; customer assumes at the clave port site. No bleedback or blood loss reported, IV site ramained intact. No pt harm reported. The tubing was changed to solve the problem. No further info available.